Event description:
While removing the catheter following chemotherapy for treatment of leukemia, the line was inserted in 2006 and procedure for removal in 2008. It was observed that the catheter begin to "split up" as it was removed. A radiology md came in to help and he was able to get most of the pieces out that were remaining but not all of them.